Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). No mayfield skull pin was returned for evaluation. Device history record (DHR) - no DHR review was possible as the lot or serial number has not been provided. Failure analysis and determination of root cause was not possible as no product or photos were received for evaluation. Three attempts has been made for the return of the product and no material has returned for evaluation and the reported complaint could not be duplicated. If the material does return for evaluation at a later date, the complaint will be reopened and the material evaluated.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00520.

Event description:
This is 2 of 2 reports. A customer reported that a a2020 mayfield radiolucent skull pins (sapphire ruby skull pin) fractured. There was no known patient injury or surgery delay. The nurses said it happened awhile back and they didn¿t save the pin. Additional information has been requested.